Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 50mg/ml at 30mcg/day via in implantable pump. The indication for use was non-malignant pain. A csf (cerebral spinal fluid) leak was reported. Diagnostics/troubleshooting was noted to be not applicable. The system was explanted and the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported/anticipated.